Event description:
It was reported that the patient leads had dislodged. It was suspected dislodgement was due to a fall. System was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found.